Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display failure was due to physical damage to the top case component. Further investigation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The top case component and pneumatic block were replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed (B)(4)that an astral device had an inoperable display screen and failed to pass its internal self-test. There was no patient injury reported as a result of this incident.